Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Event description:
Revision surgery - trilliant plate and screws were removed in a revision surgery. At this time, it is unknown which specific implants were removed and why.